Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry throat,hoarse voice. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry throat,hoarse voice related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found signs of dust / dirt contamination in the device. The manufacturer inspected the device internally and observed dust/dirt contamination throughout device enclosure and airpath; suggesting a source external to the device. Slight black contamination at the blower seal of the blower box consistent with the keratin contamination also observed. The manufacturer also observed evidence of water ingress on the blower and blower box of the device. The manufacturer also observed the evidence of sound abatement foam degradation inside the device. The manufacturer applied power to the device and verified airflow. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer confirmed the evidence of sound abatement foam degradation inside the devic and small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source. Section d8, d9, h2, h3 and h6 were updated in this report.